Event description:
In 1995, dr did hernia repair surgery using marlex and vicryl mesh. In 2006, I entered the hospital vomiting and diarrhea, my vital signs were dropping, my kidneys shut down. A second did surgery the next day and discovered the mesh had melted to my intestines; he told my daughters he had to start pulling the mesh loose and also took out a portion of my bowels. I was given a 20% chance of surviving. I came home eleven days later and was home until four days later when I had to re-enter the hospital because of dehydration, the diarrhea was bad and made me lose fluids. I was in the hospital for a week; again they gave me a 20% chance of living. The following month, I was back in hospital with an abscess from surgery, they had to perform surgery to clean out abscess and drain it. Two days later, I came home again. I have been under doctors and wound care center ever since. I have a nurse that comes to my home also to keep a check on my wounds. The mental stress of having open wounds, the sickness has been very stressful. My daughter has stayed with me since december and cared for me and took me to appointments and took care of my home. I would never recommend mesh to anyone. I hope you can get this off the market. If you need records I will get them for you.